Event description:
Hcp reported "patient getting withdrawal symptoms". The patient experienced increased pain and spasticity. The device was explanted and returned to the manufacturer for analysis. The patient had a new pump implanted and pt is "much better now". The hcp did increase the rate of the drug after the last visit and the patient is "doing well".